Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inaccurate ECG readings was inconclusive because the clinical setting could not be reproduced and the reported issue could not be reproduced at the service facility. The manufacture site reported that the equipment passed functional testing requirements. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. The returned system did not display the behavior reported by the complainant and it is likely that the event was caused by another root cause. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
The end users have reported to facility contact that they have seen an issue while using the sr 6 system and 3cg sherlock on a multiple patients recently and do not feel that the images are a reliable EKG for confirmation. The image taken was saved during a procedure on (B)(6) 2017. Patient was not injured during event. Procedure was successful. Cxr was used to confirm PICC placement. According to end user the issue has been happening on multiple patients.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The end users have reported to facility contact that they have seen an issue while using the sr 6 system and 3cg sherlock on a multiple patients recently and do not feel that the images are a reliable EKG for confirmation. The image taken was saved during a procedure on (B)(6) 2017. Patient was not injured during event. Procedure was successful. Cxr was used to confirm PICC placement. Issue has been happening on multiple patients according to end users.